Manufacturer narrative:
Investigation results: it was reported that the valve was clogged. Two samples model 2000e, lot 24036123 were returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The sets were attached to a cut off bd syringe to see if a fluid path can be observed while the piston is in the activated position. A fluid path was observed while the piston was in the activated position. The smartsites were then connected to a 10 ml bd syringe filled with blue dye water and the set was attempted to be flushed. The set was successfully flushed. The customer complaint was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2000e lot number 24036123 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on25mar2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material #:2000e batch#:24026418, 24036123. It was reported by customer that the valve seems to be clogged. Verbatim: rcc received a complaint via phone. Pir attached. Productcomplaint - customer called to report that the smartsite¿ needle-free connector 2000e lot# 240361232, 240264182, the valve seems to be clogged. Sample is available, no pt harm.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.